Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient initially reported that event of "cancer" which is later confirmed to only affect the right side. Healthcare professional later reported "sections of skin shown very mild, non-specific, perifollicular chronic inflammatory cell infiltrate" and "a small residual seroma is noted adjacent to the left implant." The event of "multiple nodules and cysts involving both lobes and also within the isthmus" is not device related. This a left side record. Device was explanted.